Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There were 460 ventricular short interval counts (sic) over 200 days. 2.3 ventricular sic/day is below lead integrity alert (lia) threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).